Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 220mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor graph. Cause was not known. The elevated blood glucose was addressed by a manual insulin injection. Reportedly the customer reverted to an alternate method of insulin therapy.